Event description:
It was reported that during a da vinci s surgical procedure, the permanent cautery spatula instrument was found to have a broken piece emd. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found that the instrument had a broken distal clevis ear. Evidence was not conclusive, but the damage was likely due to excess force applied normal to the spatula base. No damage was found on connector wire. The instrument has 7 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.